Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole, seven to ten second heart rhythm pauses and arrhythmia. It was further reported that the implantable pulse generator (ipg) was at end of life (eol) and the battery was completely dead. It was also reported that the distal end of the right atrial (ra) lead had been cut during a previous surgical procedure. The ipg was explanted and replaced. The ra lead was explanted and replaced. It was noted whilst implanting the new ra lead that the left subclavian vein was occluded. It was also reported that the new ra lead was implanted with very low sensing numbers. The new ra lead remains in use. No further patient complications have been reported as a result of this event.